Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the left abitbol heart forceps (mcl219-1) was broken during first time use while the doctor was performing surgery for tumor of the larynx. The surgery was interrupted, and the doctor began to look for the broken parts; however, he did not find it. The operation was delayed for one-hour. After coagulation treatment, the patent underwent computerized tomography (CT) examination to look for the broken piece. Another CT scan was performed the next day to determine if the parts were seen, yet the surgeon had not found the broken part. The patient was discharged normally.

Manufacturer narrative:
The left abitbol heart forceps (mcl219-1) was returned for evaluation. Device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation verified the complaint of the left abitbol heart forceps reported by the customer as valid. The fixed jaw was broken at the distal part. No material defect was found. Root cause: analysis: considering that no manufacturing defect was found, this defect was probably due to a bad handling of the device during the storage or the cleaning operations. Signs of the beginning of a break was present; this could have been visible when inspecting the instrument during reprocessing as advised in the instructions of use (IFU).

Event description:
N/a.